Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the image quality was poor due to presence of foreign material in cover glass of insertion section. The most probable cause of foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited foreign material in cover glass of insertion section and poor image quality. There was no patient involvement.